Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image and e216(scope communication error) and caused by the failure of the output socket which was found corroded and dusty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis x1 video system center was no longer running. There were no reports of patient or user harm associated with the event. The device was returned to olympus for a device evaluation and found no image and e216(scope communication error) caused by the failure of the output socket which was found corroded and dusty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h4, h6. Correction in the field: e1, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the phenomenon image not displayed occurred due to output socket is corroded, and adhesion of dust. Olympus will continue to monitor field performance for this device.